Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to: perforation of filter strut(s) outside the inferior vena cava (ivc) wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s implant records, the patient had a history of deep vein thrombosis (dvt) of the right leg and pulmonary embolism (pe), and was on chronic coumadin therapy, which needed to be interrupted for bariatric surgery. The indication for retrievable inferior vena cava (ivc) filter placement was to protect against pe in the setting of interruption of anticoagulation. The optease filter was advanced under fluoroscopy and positioned below the level of the renal vein origin. There were no immediate complications. Based on subsequent clinical course, the plan was to bring the patient back after discharge from the hospital following the bariatric surgery and make an attempt to remove the filter. Per the medical records provided, the patient¿s medical history includes pe, dvt, chronic coumadin use, gastrointestinal (gi) bleed, hypertension, anxiety, depression, chronic obstructive pulmonary disease (copd) with oxygen use at night, hyperlipidemia, diverticulosis with polyps, chronic back pain with surgical intervention, osteoarthritis and obesity. Previous surgical history includes hysterectomy secondary to chronic pelvic pain with menorrhagia, with multiple interventions, wound dehiscence post operatively and repair of wound. According to the ivc radiological report findings completed approximately four years and four months post implantation, there were no imaging studies provided demonstrating filter placement. A CT scan of the abdomen/pelvis performed approximately a month post implantation was evaluated and showed the filter at the superior l2 to inferior l3 interspace. Migration was deemed unlikely based on imaging study. No significant tilt of the filter was indicated. There was a grade 1 perforation visualized in this study. Subsequent studies completed two months post implant placement revealed identical findings. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately four years and four months post implantation. The patient reports perforation of filter strut(s) outside the ivc. The patient further reports suffering from psychological injuries or mental anguish related to the filter, abdominal pain, severe leg pain and swelling.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records provided, the patient¿s medical history includes pe, dvt, chronic coumadin use, gastrointestinal (gi) bleed, hypertension, anxiety, depression, chronic obstructive pulmonary disease (copd) with oxygen use at night, hyperlipidemia, diverticulosis with polyps, chronic back pain with surgical intervention, osteoarthritis and obesity. Previous surgical history includes hysterectomy secondary to chronic pelvic pain with menorrhagia, with multiple interventions, wound dehiscence post operatively and repair of wound. The chronic coumadin therapy was interrupted for bariatric surgery. The indication for filter placement was to protect against pe in the setting of interruption of anticoagulation. The optease filter was deployed below the level of the renal vein origin. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to perforation of filter strut(s) outside the inferior vena cava (ivc) wall. A CT scan of the abdomen/pelvis, approximately a month post implant, revealed the filter at the superior l2 to inferior l3 interspace. Migration was deemed unlikely based on imaging study. No significant tilt of the filter was indicated. There was a grade 1 perforation visualized in this study. Subsequent studies completed two months post implant placement revealed identical findings. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc. The patient further reports abdominal pain, severe leg pain and swelling. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Pain does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, perforation of filter strut(s) outside the inferior vena cava (ivc) wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported ivc perforation could not be confirmed without procedural films for review. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to: perforation of filter strut(s) outside the inferior vena cava (ivc) wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.